Event description:
The customer reported that during a left ventriculogram procedure the rotator on the stopcock broke. It was also reported that the female connector of the stopcock broke. A second kit was then used. The rotator on the stopcock of this kit also broke. A third kit was used to complete the procedure. Injector settings: 10 ml/sec for a total of 30 ml. The customer did not report the pressures at which the events occurred. No harm or injury was reported. This is one of two reports for this complaint. 1721504-2011-00171.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. A follow-up report will be submitted when the eval has been completed. Eval conclusions: a follow-up report will be submitted when the eval has been completed.